Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, unexpected restart. A cold reset was performed. Test, displacement test due to blank display. Unit had cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 150 mg/dl. The customer stated that there was crack in the ur corner and now it was not responding correctly. Customer reported that there was fluid under the liquid crystal display. The troubleshooting was not performed for damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.